Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an intermittent ECG connection. The device was not in use on a patient.

Event description:
It was reported to philips that the device had an intermittent ECG connection. Although the device was reported to have been in clinical use at the time of the alleged failure, there was no report of an adverse event to a patient or user resulting from the event. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. The h6 patient code has also been updated to show that there was no known impact to a patient or user as a result of the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had an intermittent ECG connection. The device was reported to have been in clinical use at the time of the alleged failure. It is unknown if there is any patient involvement.